Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual examination of the device did not identify any leaks in the components, and the functional testing showed that the cuff and pump performed within specification and the balloon failed the pressure test. The reported patient symptoms is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the balloon identified that the shell appeared to be stretched, however no leaks were found. The visual examination performed on the cuff and the pump did not identify any leaks in the components. Functional testing of the cuff and pump showed both components performed within specification. Functional testing of the balloon showed that the component failed the pressure test, performing below specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom erosion was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced an erosion with his artificial urinary sphincter (aus) device. He states the device could not be used. The pump was pressed for five seconds and it bounced back. The patient underwent a surgical procedure in which all components were explanted and replaced. There were no patient complications.

Event description:
It was reported that the patient experienced an erosion with his artificial urinary sphincter (aus) device. He states the device could not be used. The pump was pressed for five seconds and it bounced back. The patient underwent a surgical procedure in which all components were explanted and replaced. There were no patient complications.